Event description:
It was reported that a catheter entrapment occurred. The 100% stenosed target lesion was located in the mildly tortuous and mildly calcified external iliac artery. A 5.0 mm x 100 mm x 135 cm (4f) sterling balloon and v-18 guidewire were selected for abdominal aorta and right lower extremity arteriography and right external iliac artery balloon dilation stent implantation. However, during the procedure, it was noted that the balloon became entangled with the guidewire and could not be pushed and withdrawn. The balloon and guidewire were simultaneously pulled out, and the procedure was completed using a non-boston scientific guidewire and another 5.0 mm x 100 mm sterling balloon catheter. There were no patient complications as a result of this event.

Event description:
It was reported that a catheter entrapment occurred. The 100% stenosed target lesion was located in the mildly tortuous and mildly calcified external iliac artery. A 5.0mmx100mmx135cm (4f) sterling balloon and v-18 guidewire were selected for abdominal aorta and right lower extremity arteriography and right external iliac artery balloon dilation stent implantation. However, during the procedure, it was noted that the balloon became entangled with the guidewire and could not be pushed and withdrawn. The balloon and guidewire were simultaneously pulled out, and the procedure was completed using a non-boston scientific guidewire and another 5.0mmx100mm sterling balloon catheter. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluated by MFR: the sterling balloon catheter was returned to our post market quality assurance laboratory. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed buckling 14.5cm from the tip causing the guidewire lumen to be wavy in appearance. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the froze on wire. This concludes the product analysis.